Event description:
It was reported that patient's symptom, tremor has returned today. Caller reports patient's wife indicated his equipment stopped working. Troubleshooting performed. Close all running apps on the handset and power the handset off Caller was able to connect the wireless recharger to patient's implant and charging with excellent coupling. implantable neurostimulator (INS)  is turned OFF and 40% charged. Caller reports she is not able to slid the Therapy OFF to ON in the recharging app. Caller reports patient's wife left the communicator in their car. Caller reports she will go to the parking lot to obtain the communicator. Suggest continue charging the INS Reviewed how to turn stimulation back ON with the communicator.

Manufacturer narrative:
Continuation of D10: Product ID WR9230 (Serial: UNKNOWN); Product Type: 0213-RECHARGER; Implant Date N/A; Explant Date N/A Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.